Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a heavily rusted base and chassis and the connector is missing its lock ring. A functional evaluation revealed the unit does function but would not be able to be locked to a controller due to the missing lock ring. The complaint was verified. Factors that could have contributed to the reported event include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that in a routine check the footswitch didn¿t work. There was no patient involvement.